Event description:
It has been reported to philips that the system was down. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that system was not booting up and bios battery was failing. The bios battery has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
No additional information is received. Codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint and has confirmed that the system was not booting up, due to a failing of bios battery. Fse replaced bios battery and after replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome.